Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5105178 that a female patient who underwent an unspecified breast surgery with unknown mentor silicone breast implants has experienced unexplained health issues including pain postoperatively. The patient reported that an increase of health problems in her body which it continues to get worse every day. The patient reported that since her surgery in 2019 she have had significant health issues to the point that 100% of her symptoms can be breast implant illnesses, and she is miserable and in constant pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.